Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they were driving although the pump said no delivery that the pump was giving insulin and they known that it delivering insulin because active insulin . The customer was advised to revert to backup plan. The insulin pump will not be returned for analysis.